Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead was returned with a partially extended helix. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that a day post implant of this cardiac resynchronization therapy defibrillator (crt-d) system, this right ventricular (rv) lead exhibited loss of capture (loss of capture (loc). It was noted that the patient was pacing dependent and was experiencing multiple episodes of asystole. The physician believed the cause of the rv lead loc was due to dislodgement. A lead revision was performed, the rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Event description:
It was reported that a day post implant of this cardiac resynchronization therapy defibrillator (crt-d) system, this right ventricular (rv) lead exhibited loss of capture (loss of capture (loc). It was noted that the patient was pacing dependent and was experiencing multiple episodes of asystole. The physician believed the cause of the rv lead loc was due to dislodgement. A lead revision was performed, the rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.